Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, while clipping the cystic duct, the handle was squeezed but the clip did not come out. Another device was used to complete the case. There was no patient injury.